Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12513.it was reported the patient's scs systems have communication errors. The patient has two ipgs and both systems are unable to communicate with external devices and an sjm representative confirmed the issues. The patient last charged one month prior. Surgical intervention is planned to address the issue.